Event description:
It was reported that the patient presented to the emergency room after having passed out and fallen on their face. Upon interrogation, a nonsustained vt episode was noted with some undersensed beats causing inappropriate return to sinus rhythm and loss of defibrillation therapy. The device was reprogrammed to address ventricular undersensing while the patient was hospitalized. Additionally, the right ventricular lead exhibited noise. Right ventricular lead testing and examination were discussed. Patient presented in device clinic for follow up. No intervention was performed during the clinic visit. The patient was stable. No further information was reported.